Manufacturer narrative:
Examination of the returned keel punch confirms that one of the tabs are fractured. The investigation could not draw any conclusions about the root cause of the fracture, however heavy usage over time and or user error/misuse could be contributing factors. CAPA (B)(4) was previously initiated to identify root cause and corrective actions. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tibial kell punch broke.